Manufacturer narrative:
Visual inspection of the returned revealed the shuttle was engaged to handle. The balloon of the returned device inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/5.75mm no go gauge to be within specification. The review of the lhr (lot f1303804) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use (IFU).

Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.